Event description:
It was reported that during a sigmoid colectomy procedure, the device did not fire at all. They did not hear the crunch sound. There were staples still in the device and the washer was intact. A new device from a different lot was pulled and used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.